Event description:
Synthes evaluation department, reported from evaluation set number (B)(4) the matrix threaded persuader was broken. Pieces retrieved no harm to pt.

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Date of manufacture: march 2011 (two dates noted for DHR (B)(4)). The device history records indicates the correct material was used and correct hardness values were obtained. The device was returned with the reduction insert broken through the holes. The break was not clean and jagged edges. Due to the damaged observed on the device, it was impossible to verify physical dimensions.